Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.